Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three photographs of the device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The photographs show a spring partially disengaged from the shaft. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged spring. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
The reporter alleged that the device misfired. Additional information was requested, but has not yet been received.